Manufacturer narrative:
Device evaluation: event history log showed that there was a record of the high-pressure alarm occurred continuously after power on or during operate between (B)(6) 2023. Functional test was performed and the reported issue could not be confirmed. The occlusion detection level of the dso (downstream occlusion) sensor was within the standard. The cause of the reported problem is unknown. Product is beyond a year from manufacture date of 2019-11 and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record (DHR) review was not performed. Service history review identified the device was in for service on (jul 2022) and there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event.

Manufacturer narrative:
D4 (UDI) and g5 are unknown; no further information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, a high pressure alarm went off. No patient injury reported.